Event description:
Dealer states the power switch is causing no audible alarms and the pilot valve is leaking. No further information provided. Additional non-reportable malfunction for this device; dealer alleges the pilot valve is leaking.